Manufacturer narrative:
(B)(4) - should the device become available a follow-up emdr will be submitted.

Event description:
(B)(4) - we have had at least 2 cases where the sponge just fell off the stick inside the vagina and we had to go fishing for it. It is obvious and won't get left in but is inconvenient.